Manufacturer narrative:
Section d10: concomitant products: truliant ps cem fem ps cem right sz 5 (cat# 02-020-11-0350 / serial# (B)(6). Truliant tib fit tray cem sz 5f / 5t (cat# 02-022-45-5050 / serial# (B)(6). Advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6). Logic stem ext 14mm x 40mm (cat# 02-012-60-1440 / serial# (B)(6). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three months post initial tka, the 81 y/o male patient complained of pain and infection. Patient had spacer put in. Patient was not revised to exactech devices. There was no breakage of device or surgical delay/prolongation. X-ray and product pictures provided. The devices are not available for evaluation due to no implant to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.